Manufacturer narrative:
Device is end of life / end of support.

Event description:
Philips received a complaint on a heartstart mrx device indicating that the device shuts down/crashes. There was no reported patient involvement. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. The customer was made aware of the end of life terms and the device remains at the customer site. No further action is warranted at this time.